Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was instructed to disconnect from the site, load a new cartridge onto the pump, and deliver a bolus, which completed successfully. Technical support provided instructions and facilitated a one-time pump replacement with updated software, ensuring the customer was informed about returning the problematic pump and receiving training for the replacement.